Event description:
The patient contacted animas on (B)(6) 2012 stating the ok button was intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during the product analysis investigation all of the buttons were found to be working properly. The keypad cover was removed and contamination was found under the up, down, and contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.